Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant. It was reported that the valve was seated and when the holder was cut off the valve, one leaflet looked more "curled" than the others. The surgeon was not comfortable that the valve would be competent, so it was removed and another valve was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4), method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be caused by operational context. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible possibly due to the tan solution the valve was received in and/or the decontamination process. A large perforation in the belly of the non-coronary cusp appears to be due to a sharp object such as forceps. Note: due to the large perforation, pulse duplication testing will not be performed. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis suggests that the valve was damaged during the implant.